Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. It was noted the device had a cracked tank cover. Outdated pcb, power switch, and front cover. Functional testing of the device confirmed and replicated the reported event, due to a faulty float switch. Due to the age and condition of the device, it was deemed beyond economical repair and was scrapped.. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported during testing water level the light on the inside is broken and not alarming. There was no patient involvement reported.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. It was noted the device had a cracked tank cover. Outdated pcb, power switch, and front cover. Functional testing of the device confirmed and replicated the reported event, due to a faulty float switch. Due to the age and condition of the device, it was deemed beyond economical repair and was scrapped.. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported during testing water level the light on the inside is broken and not alarming. There was no patient involvement reported.